Event description:
Health care professional reported home patient felt overfilled while using his homechoice cycler for automated peritoneal dialysis therapy. According to the health care professional, home patient felt pain during his fill phase, and placed the cycler into a manual drain. Health care professional states the home patient drained out a total of 3500ml during the manual drain, which was one liter more than his programmed fill volume of 2500ml. After completing the manual drain, the home patient continued therapy completion with no further difficulty. Health care professional "feels" that home patient received an incomplete drain followed by a full fill; however, cannot provide further incident details. According to health care professional, there was no patient injury or medical intervention as a result.